Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device was showing all three icons (attention, charge-pak and service wrench).  With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control was provided with the serial number of the device. Physio-control evaluated the device and verified the reported issue. It was observed that the device's case was cracked. Water then infiltrated and damaged the device beyond repair. The device could not be powered on in order to download device data, or to charge and shock defibrillation energy. The device was then opened, and an internal physical inspection was performed.  Physio observed that the analog pcb assembly had corrosion, and the main capacitor had rust. More cracks were identified inside the cases. The cause of the reported issue was due to water having infiltrated in the device and caused corrosion/rust. The customer was provided with a replacement device. (B)(4).

Manufacturer narrative:
The initial medwatch report indicates: date of event: (B)(6) 2016. The initial medwatch report should indicate: date of event: (B)(6) 2016.